Event description:
Narrative from staff: fired the sureform 60 stapler once and then when reloaded for the second fire, the robot would not accept the stapler and threw an error code. A new stapler was opened. The malfunctioning stapler was removed.